Manufacturer narrative:
Brand name - the correct brand name is (B)(6) rolls with sterrad® chemical indicator. Common device - the correct common device is (B)(6) rolls. Catalog number - the correct catalog number is 12410.

Event description:
A customer reported the (B)(6) roll with sterrad® chemical indicator did not change color correctly after a completed cycle. It is unknown if the affected load was recalled or released for use. There is no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of (B)(6) roll with sterrad® chemical indicator not changing color correctly. (B)(4) are related complaints from the same facility. This is two of three 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2016-00217, 2084725-2016-00218, and 2084725-2016-00219.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the certificate of conformance, lot history review, product return, retain analysis, concomitant product evaluation and system risk analysis (sra). Per the certificate of conformance, the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. Complaint trending was not performed since there is clear and sufficient information to determine use-error. Visual analysis from the customer images indicate the tyvek roll ci color change post-sterrad processing is within the acceptable range for post-sterrad processing. The complaint product was not available for return. Sra was not reviewed since there is clear and sufficient information to determine use-error. Retains product evaluation was not performed since there is clear and sufficient information to determine use-error. Concomitant product evaluation was not performed since there is clear and sufficient information to determine use-error which is unrelated to the sterrad unit. The assignable cause is use error. The product was used beyond the expiration date and user misinterpreted the post-sterrad processing ci color change. A customer letter will be sent to the customer to address the use error issues. The issue will continue to be tracked and trended.